Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, during insertion of the fiber into the fiber port, it broke inside and could not be retrieved, the fiber focus assembly was replaced. The procedure was completed using another console and fiber. There were no patient complications.

Event description:
It was reported that during a procedure, during insertion of the fiber into the fiber port, it broke inside and could not be retrieved, the fiber focus assembly was replaced. The procedure was completed using another console and fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis as the device was discarded by the customer; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed as the investigation findings did not lead to a clear conclusion about the cause of the reported event due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.